Event description:
The company received a report where it was claimed that the device developed a leak during patient use. The source of the leak could not be identified. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
Part number# 301-70 is not distributed in the u.s.; however, pn# 86082 is of essentially identical design and is distributed in the u.s. Applicable 510k for us distributed part is k871204. The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.